Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due to chordal injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), grade of 4+. One mitraclip nt clip was implanted without reported issues. A second mitraclip nt clip delivery system (cds) attempted to grasp the leaflets twice, however, these attempts were unsuccessful. During cds retraction for repositioning, the clip was caught in the chordae. Maneuvers with the guide and the cds m-knob were performed and the device was retracted into the left atrium. Shortly after, a tear in the chordae was noted. The cds was repositioned in the left atrium and crossed into the left ventricle. The leaflets were grasped and the clip was successfully deployed. No treatment was performed for the chordal injury. There was no clinically significant delay in the procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no lot-specific quality issue from this lot. It should be noted that the reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported clip becoming caught in chordae (difficult to remove) appears to be due to the user technique/procedural circumstances due to chordae entanglement. However, the reported tissue damage (chordae tear) appears to be a result of procedural conditions of difficulty removing the clip delivery system from the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.